Event description:
Customer reported an issue with the speaker and vibrate function of insulin pump, noting that the speaker was not audible even when settings were adjusted. There was no adverse impact to customer's blood glucose level. Cts assisted the customer by instructing them to perform several diagnostics and confirmed that the alarm did not make a sound. It was resolved that a replacement pump would be sent, and the customer would continue using the current pump to ensure uninterrupted insulin delivery. The replacement pump, with updated software, was shipped with instructions for setup and return of the problematic unit, which the customer understood and acknowledged.